Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading was 58 mg/dl. Customer stated that his insulin pump was removed at the hospital and some of his settings were erased. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.